Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reports being on byte treatment approximately 1.5 years and dentist recommended to stop aligners treatment in (B)(6) 2024 because the overbite had not closed.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.